Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the scope was grinding when twisting. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa investigations replicated/confirmed the customer reported complaint grinding when twisting. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack l/r on of the button pack assembly. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.